Manufacturer narrative:
The service engineer (se) replaced the breath delivery (bd) power controller printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed. Product analysis of returned component: a bd power controller pcb was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the identified root cause of the reported issue was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the breath delivery alarm. The ventilator was not in use on a patient at the time of the reported event.